Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke near to the end of the procedure, inside the scope. The fiber was easily removed and replaced to finish the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received into two pieces, broken. The glass tip was degraded and had burned marks on the fiber jacket. During functional testing of the subminiature version a (sma) connector did not had defects. During functional testing error 67. Fiber expired. Treatments used 1. Treatments left 0 was displayed. The complaint against the fiber was confirmed, the fiber was broken into two pieces. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. Based on analysis results, a conclusion code of cause traced to component failure which indicates that expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber broke near to the end of the procedure, inside the scope. The fiber was easily removed and replaced to finish the procedure. There were no patient complications.